Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio flex meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began 3 weeks prior to contacting lfs, and she was unable to test her blood glucose due to the reported issue. The patient manages her diabetes with oral medication (janumet 50/500 mg, 2 tablets daily). It was not reported if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2023, she developed symptoms of feeling ¿lightheaded¿ and feeling ¿like falling down¿. The patient reported that she drank water and consumed candy as self-treatment for the symptoms. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse. The cca noted the battery needed to be replaced, however the issue was not resolved after a new battery was installed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged power issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began.